Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the moderately calcified and severely tortuous mid left anterior descending (lad). While performing a percutaneous coronary intervention, a 4.0x24mm rebel stent was advanced; however the distal edge of the stent caught on the proximal lumen of the guideziila device and flared. The device was successfully removed and the procedure was completed with a different device. There were no patient complications reported and the patient¿s status is fine.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Returned product consisted of a rebel stent delivery system (sds). The balloon was tightly folded. The stent was microscopically examined and was found to be damaged with several struts stretched and bent. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the moderately calcified and severely tortuous mid left anterior descending (lad). While performing a percutaneous coronary intervention, a 4.0x24mm rebel stent was advanced; however the distal edge of the stent caught on the proximal lumen of the guideziila device and flared. The device was successfully removed and the procedure was completed with a different device. There were no patient complications reported and the patient's status is fine.